Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They re-performed the fluoro gain and rad gain calibration and the system cooperated with a retest in the field had passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the detection parameters were not qualified. No patient was present at the time of event. Additional information was received stating that the reported issue caused the system no to perform scans.